Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens tore during insertion into the eye. The lens was removed with no patient injury. Reporter stated the cause of this incident was due to loading issues.

Manufacturer narrative:
(B)(4): evaluation: results - visual inspection of the returned product found lens returned in three pieces. Tears on optic, plate haptic and piece of optic is torn off and missing. Lens returned in liquid. Conclusions - based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading issues. (B)(4).